Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overestimated the amount of carbohydrates that the customer planned to consumed, and delivered too much insulin via a bolus. Blood glucose (bg) level was 50 mg/dl. The customer consumed carbohydrates to treat low bg level. The customer reported that the low bg was due to user error and there was no issues with the pump or supplies.